Event description:
A patient reports while wearing a pod for longer than 48 hours their blood glucose level had rose to 315 mg/dl. In addition the patient reports the pod was leaking during wear. As treatment, the patient applied a new pod.

Manufacturer narrative:
The returned device was evaluated and the received device had the cannula assembly fully deployed. No abnormalities were seen in the download data. The length of soft cannula was observed to be within specification. The exposed portion of the soft cannula was found torn, allowing for fluid to exit through the tear. It could not be conclusively determined when this damage occurred.